Manufacturer narrative:
Manufacturer's investigation conclusion: neither the reported extrinsic outflow graft obstruction (eogo) or suspected thrombus could not be confirmed, and a specific cause for the reported obstruction could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for the alarms could not be conclusively determined. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. Multiple attempts were made to obtain computed tomography images regarding the reported event from the customer; however, no additional information was provided. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. An are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the IFU also instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Nothing had changed or worsened since (B)(6) 2024 (MFR #: 2916596-2024-04153).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had a suspected pulmonary embolus (pe). The patient underwent a computed tomography (CT) pulmonary angiogram on (B)(6) 2025, which was compared to a CT on (B)(6) 2025 that identified: the main pulmonary artery was not dilated. There was no pe in the main, lobar and proximal segmental pulmonary arteries. Left-sided cardiomegaly; lvad in situ. Heterogeneous opacification of the proximal outflow cannula, probably artifactual. Normal opacification of the distal cannula. Mild coronary calcification. No pulmonary embolus. Thoracic aorta normal in course and caliber. No aortic atheromatous calcification. The thyroid gland is unremarkable. The major airways appear patent. The esophagus is unremarkable. No significant thoracic lymphadenopathy. Mild compressive atelectasis left lung base. Lung nodules: no suspicious lung nodules. No pleural abnormality. Soft tissue & bone: no aggressive focal bony lesion. Eventration left hemidiaphragm. Intact sternotomy. Visualized upper abdomen: the impressions identified the following findings: 1. No pe in the main, lobar and proximal segmental pulmonary arteries. 2. No acute lung findings. 3. Left-sided cardiomegaly; lvad in situ. Heterogeneous opacification of the proximal outflow cannula, probably artifactual; normal distal opacification. 4. Eventration left hemidiaphragm resulting in mild compressive atelectasis of the left lung base. Nothing had changed or worsened since (B)(6) 2024. (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that additional log files were submitted for review and captured clusters of pi events as well as routine power source changes. The patient's vital signs were stable with no new alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a history of extrinsic outflow graft obstruction (eogo) or a clot in the outflow graft. The patient did not report any significant alarms or parameter changes. Log files were submitted for review and captured pulsatility index (pi) events.